Event description:
Additional information was received stating that the vns patient was experiencing psychogenic seizures in addition to refractory seizures which worsened due to psychogenic non-epileptic seizures. The epileptologist stated that the patient¿s increase in seizures was not related to vns.

Event description:
It was reported that the vns patient was admitted to the hospital on (B)(6) 2014 due to an increase in seizures. The patient indicated that the device was no longer functioning as usual. The patient stated that he was able to feel magnet mode stimulation. The patient¿s device was tested and diagnostic results showed normal device function. Attempts for additional relevant information were made but have been unsuccessful to date.